Event description:
Customer reported via phone, the insulin pump alarmed compromised for sensor and motor error. Customer also mentioned his line kept getting kinked and it alarmed no delivery. Troubleshooting was not performed as it was determined the device was not his. Customer was advised to revert to back up plan and contact his doctor. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.